Event description:
Affiliate reports the perforator disengaged prematurely and slightly damaged the pt's dura. Affiliate is unable to positively identify the lot code of this device but believes it was mv865, mv884, or mv894.